Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Pre mua rom ¿ 10-95 was restored to rom ¿ 0-125 post mua. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: vanguard arcom anterior stabilized 12mm catalog # unknown lot # unknown; patella component - biomet series a standard patella, 34mm catalog # unknown lot # unknown; biomet bone cement catalog # unknown lot # unknown; biomet modular titanium 75mm , 40mm I-beam catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2021-02371, 0001825034-2021-02374.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient experienced stiffness due to arthrofibrosis and underwent manipulation under anesthesia. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.